Event description:
It was reported that during a lap colon, the tissue pad melted. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned with the tissue pad missing and the blade gouged. Blade damage is caused by contacting an active blade with other surgical devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.